Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported low delivered volumes on the vela ventilator. They stated that they set the tidal volume to 500 milliliters and the delivered tidal volume is 57 and 203 milliliters. The customer reported checking the flow sensor, exhalation valve body, exhalation diaphragm, but the problem is not resolved. The customer did not report any patient involvement with this issue.